Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with inappropriate shocks due to noise and lead fracture. High capture thresholds were also noted on the lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.